Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false negative result of 0.01 ng/ml on a 78-year-old male patient presented with substernal chest pressure, chest pain on arrival (rated 8/10). Return product is not available for investigation. Method: date: collected tested: results: sample: I-stat , on (B)(6) 2025 , 02:49 , 03:00, 0.01 ng/ml , 1, beckmann coulter, on (B)(6) 2025 , 02:49 , 02:57, 0.55 ng/ml, 1, beckmann coulter , on (B)(6) 2025 , 21:16 , 21:30, 0.44 ng/ml , 2. On (B)(6) 2025 the customer stated that the final diagnosis was non-obstructive cad, and results of an angiogram and EKG, it was determined that the patient did not suffer an mi. On (B)(6) 2025 the customer reported that the patient's final diagnosis was non-st elevation (nstemi) myocardial infarction. There was no changes to initial diagnosis, angiogram, nor EKG results. The investigation was completed on 29-may-2025 and no deficiency has been identified for ctni cartridge lot s24331a. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. Per I-stat system manual: art: 715595-00v, reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 29-may-2025. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot s24331a.